Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, g4, g7, h2, h6, h10. Analysis of production: (3331/213) the device history record review concluded that there were no ncmrs, rework, or deviations documented for the reported lot/serial number. Based on the DHR/lhr review results, it was determined that there is no relation between the manufacturing process and the reported failure. Historical data analysis: (4109/213) the review of the historical data indicates that no other similar complaint was reported for the same lot/serial number and reported failure mode. Trend analysis: (4110/213) the overall 24 month product complaint trend data for the period jun-2019 through may-2021 was reviewed. There were no triggers identified for the review period. H3 other text : n/a.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to evaluate this unit and was able to confirm the issue; pump alarms "catheter restriction" during autofill. During inspection of the iabp, the fse found that the back handle of case was pushed in. In addition, under the case, directly behind pushed-in section, the pressure tubing connector, was found broken off of pressure reservoir connection. The fse resolved the problem by replacing the pressure tubing and replacing the case. Unit passed all tests and calibrations to manufacturer specifications. The iabp was returned to the customer and released for clinical use. A supplemental report will be submitted when subsequent information is provided. The full name of the initial reporter was shortened due to field character limit; the full name is (B)(6).

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) would not start. There was no harm or injury to the patient and no adverse event was reported.